Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on november 13, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient experienced a loss of connection to the internal device, subsequent to the patient sustaining a trauma to the implant site. Re-programming and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains insitu. It is unknown whether there are plans to explant the device and reimplant the patient, as of the date of this report.